Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. Additional info was provided, which indicated an approved monarch c cartridge was used. No enough info was provided to conduct a review on the monarch c cartridge lot. The product investigation could not identify a root cause. Additional info has been requested but not received to date. (B)(4).

Event description:
A surgeon reported an unsatisfactory outcome after toric intraocular lens (iol) implantation. The astigmatism was corrected; however, the result in the sphere was reported to be insufficient. According to the surgeon, the lens was not correctly positioned. Additional info has been requested but not received to date. This is one of two medical device reports being filed for this patient. This report is for the left eye.